Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient informed the csr that the alleged product issue occurred at approximately 11pm on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿11.2mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen, taking 6 units of novorapid insulin, in response to the subject meter result. The patient reported that 30 minutes later they developed the symptom of ¿sweating¿, a symptom which they self-treated at approximately 11:30pm by consuming food and/or drink. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. However, the test strips being used had been open longer than the discard date, expired, or stored improperly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.